Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was noted that during an implant procedure, the right ventricular lead exhibited low impedance. The lead was disconnected from the new device and tested through pacing system analyzer and the impedance was still low. The right atrial lead was connected to the right ventricular port and it was confirmed that the port was not the issue. The right ventricular lead was not used and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the right ventricular lead also exhibited loss of capture.